Manufacturer narrative:
Per the user guide: this section describes how to fill the infusion set tubing with insulin after you change the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently forgot to fill the tubing with insulin during the loading process. Blood glucose (bg) elevated to 667 mg/dl with a trace of ketones. A bolus was delivered and insulin injection was administered to address bg. Customer went to the emergency room and was admitted to the hospital for elevated bg/diabetic ketoacidosis (dka). Intravenous fluids/insulin were administered. Bg/dka were resolved and customer was discharged on (B)(6) 2018. Customer reverted to using manual injections for insulin therapy. Reportedly customer resumed pump therapy after additional pump training was received.